Event description:
It was reported that balloon rupture occurred. The patient was presented with coronary artery disease. A 6.00mm x 15mm nc emerge balloon catheter was advanced for post dilatation. However, during the inflation at nominal pressure, the balloon ruptured. The procedure was completed successfully with no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. The device was returned with the balloon protector and wire in place to the device of which were removed without issue or irregularity. There was no fluid detected to the device and the balloon was tightly folded. The device was prepped with an inflation device filled with water and connected to the calibrated pressure gage to inflate the device. The device inflated to rated burst pressure and deflated with no issue. Product analysis could not confirm reported event as the device inflated to rated burst pressure and deflated with no issue.

Event description:
It was reported that balloon rupture occurred. The patient was presented with coronary artery disease. A 6.00mm x 15mm nc emerge balloon catheter was advanced for post dilatation. However, during the inflation at nominal pressure, the balloon ruptured. The procedure was completed successfully with no patient complications reported.